Event description:
Patient in operating room for robotic prostate removal. During procedure, robotic large clip applier endowrist instrument was used to apply 1 clip in the pelvis. After application of the clip, scrubbed personnel noticed fraying of the small wire located at the articulating neck of the instrument. There were no fragments observed in the patient¿s cavity. Patient is unharmed and surgery unaffected by this event. The affected instrument was removed from the sterile field and replaced with a new one. Affected instrument was labeled and given to appropriate clinician on duty.